Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply had no output. A replacement device was used to complete the procedure. We have followed up with the customer on multiple occasions to determine if there were any pt effects; however, the customer has not yet provided a response. If additional info is received regarding this event, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).